Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on the morning of (B)(6) 2026, the patient's urinary foley catheter was replaced. In the afternoon, it was discovered that the catheter had become dislodged. Examination revealed a tear in the catheter's balloon. A new three-lumen catheter was immediately replaced. As of the time of this report, no recurrence of the aforementioned issue has been observed.